Event description:
It was reported that the patient implanted with this defibrillation lead received anti-tachycardia pacing (atp) and two shocks for what was possibly a dual arrhythmia. The episode spontaneously converted, however high out of range shock impedance measurements were detected during shock delivery. The shock impedance measurements had previously been increasing but remained within range. This lead was subsequently surgically abandoned and replaced. No additional adverse patient effects were reported.